Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported insertion tube petals were open and tip of the insertion tube scratched her vagina while inserting the tampon. Multiple attempts have been made to obtain further information. No further information has been received.